Event description:
On [date redacted] @ 1130, cls [clinical lab supervisor] notified the cls ii that tg qc [triglycerides quality control] was out, and it was way out of the acceptable limit. Cls ii asked the cls to run precision and the results were inconsistent. Upon investigation, tg qc was also out the day before [date redacted], but and after calibration and repeating qc, qc was within limits. Lab staff pulled out all the specimen from [date redacted] - two days before the event @ 1030am to [date redacted] - day of event @ 1130am, to cover the last the qc was performed and within limits. Results that were still within normal range after repeat were not corrected due to treatment or diagnosis will not be affected. Results that were not within 10% were corrected and provider was notified. If qc is way out of acceptable limits, and cls did not load the wrong qc material, cls should inform the clsii/supv [supervisor] to investigate the issue. (Note: the lab staff at our facility contacted the vendor beckman coulter who did their own investigation on this device).